Event description:
It was reported by the nurse that the patient's generator was turned off since the patient's behavior was getting worse as his epilepsy improved. Patient was also having worsening seizure activity. No additional information is available. The cause of seizure activity or change in behavior is unknown at this time.